Event description:
During the surgery, a laparoscopic grasper broke, dropping a piece of the grasper inside the patient. The broken piece was immediately identified and promptly removed from the patient. The patient was not injured.